Event description:
Monitoring blood sugar with a freestyle libre three was changed on (B)(6) noticed generalized rash at that time and received letter in mail about the recall of device (B)(6) 2025 . I dismissed event but noted rt arm weakness & pain. I am right hand dominant. Removed device sensor when I received a letter in the mail about the recall. Monitoring blood sugar levels every four hours lowest value was 108 highest value was 198 throughout the month of (B)(6). Monitoring blood sugar device. Laminectomy compression fracture of spine.